Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the cable insulation was torn at the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger (rtm) paddle looked worn at the base of the paddle. The rep said the rtm was having a difficult time getting and obtaining coupling bars. The rep stated that when the patient attempted to charge, the rtm was taking a long time to search for coupling. The rep said that excellent would be seen and without any movement, the coupling was lost. The rep performed an antenna locate without any success. The rep noted the ins pocket site looked fine, the ins was palpable, it was not tilted and the ins was tight in the pocket. The rep also reported the rtm paddle heats up, but no redness was seen on the ins pocket site and no temperature screen was seen on the controller. The patient stated it felt hot on the rtm paddle itself. The rep decreased the recharging speed down to 3 from 4 today. The rep said after they decreased, they charged the ins for 5 minutes and the rtm paddle started to heat up. The rep confirmed no skin redness or temperature screen was seen. A replacement rtm was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.